Event description:
It was reported by service report that the footboard was not properly seated on the bed causing the scale to not work on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: no electrical connection. Conclusions: properly seated the footboard.